Manufacturer narrative:
The subject device has been returned to olympus for evaluation and investigation, and the reported problem has been confirmed; the knife wire was heat-damaged. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five months since the subject device was manufactured. Based on the results of the investigation, it is likely that the following led to the malfunction: the device was not protruded enough from the endoscope until the rear end of the knife wire was in the field of view. Due to the situation of ¿a¿ description, the knife wire and the endoscope were close to each other. The output was activated in state of ¿b¿ description. This might have led to an electrical discharge between the knife wire and the distal end of the endoscope. An electrical discharge possibly occurred, and the knife wire became hot instantly. That might have caused the knife wire to break. This issue is addressed in the instructions for use (IFU): "since the cutting wire is very thin, it may break off in the following cases: the distance between the papilla of vater and the cutting wire is very short, the output is too high or activated while the cutting wire touches metal parts of the endoscope, or the cutting wire is tightened too strongly. When the cutting wire breaks off, its proximal end will be retracted toward the endoscope if the slider is pulled. If the slider is pushed, the cutting wire will be pushed out toward the papilla or move sideways. If the cutting wire breaks off, stop the output immediately and pull the slider completely to retract the broken cutting wire into the tube. Then withdraw the instrument from the papilla. Otherwise, patient injury, such as perforations, bleeding, or lacerations within the biliary duct, and/or damage of the endoscope could result. When activating the output, set the output mode of the electrosurgical unit to ¿cut¿ or ¿blend¿. Activating output in the ¿coagulation¿ mode could break the cutting wire and could also cause patient injury, such as perforations, bleeding, or mucous membrane damage. Be sure that the rear end of the cutting wire is extended from the distal end of the endoscope. In case the cutting wire contacts the forceps elevator, insufficient output or unintended tissue injury may occur. If you feel the cutting is blunt, withdraw the instrument from the scope to examine if there is any peel off and tear at the coated portion. Be sure that the rear end of the cutting wire is extended from the distal end of the endoscope. In case the cutting wire contacts the forceps elevator, insufficient output or unintended tissue injury may occur. Do not activate output when the distal end of the endoscope is too close to or in contact with the cutting wire. This could burn the tissue and could also damage the endoscope and/or instrument." Additional information has been requested regarding this event, and this investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The end user contacted olympus to report a broken knife on their single use balloon dilator v (with knife) during an endoscopic retrograde cholangiopancreatography (ercp) procedure. The end user changed to another similar device to complete the procedure. No patient or user harm has been reported.

Manufacturer narrative:
Additional information has been received from the user facility from a follow up attempt. There was a 1-2 minute delay in the middle of the procedure when switching out the subject device for a new, replacement device. No other concomitant devices have been reported. No additional information concerning the patient, procedure, and/or event has been provided. Updated b5 with type of sedation. Olympus will continue to monitor the field performance of this device.

Event description:
Type of patient sedation has been reported to be midazolam.